Manufacturer narrative:
No product was provided for analysis. The procedure was completed successfully using a different device, and no adverse patient effects were reported. The customer stated that during advancement of the impella 5.5 through the hemostatic valve, initial resistance was encountered; however, the device was ultimately advanced completely through the valve. A review of the device history records confirmed the device met all applicable in-process and final inspection requirements prior to release. No product was returned to oscor for evaluation, as the device was discarded; however, a complaint notification was submitted. At this time, a definitive root cause cannot be determined based on the available information. The complaint is considered non-verifiable, as the product was not returned for evaluation. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees caused or contributed to the event described in this report.

Event description:
This is notification of a product complaint associated with the 23fr axillary insertion introducer, product code 0052-3006. Event information: event date: (B)(6) 2026. Facility: (B)(6) hospital of (B)(6). Patient: 76-year-old male. Product availability: discarded. Lot number: initially unknown; additional lot provided as s9649282. The cv surgeon placed the 23fr introducer from the axillary kit into the graft and secured it with two graft locks. The surgeon then trimmed the graft length and subsequently gained lv access, exchanging the j-wire for the 0.018 abiomed wire. The surgeon proceeded to place the impella 5.5 but reportedly did not appreciate the graft length. Soft clamps were placed over the graft, and the peel-away sheath was removed from the graft over the 0.018 wire so the graft could be further shortened. The peel-away sheath was then re-advanced back into the axillary graft. During advancement of the impella 5.5 to the hemostatic valve, initial resistance was experienced while advancing through the valve; however, the device ultimately advanced completely. After removal of the soft clamp, bleeding was observed at the peel-away sheath hemostatic valve, which appeared cracked. It was additionally noted that the guidewire was positioned slightly above the middle of the hemostatic valve. The surgeon removed the impella 5.5 from the graft and reapplied the clamps. The surgeon requested exchange of the 23fr peel-away sheath. A new axillary kit was opened, and a replacement peel-away sheath was placed. No additional bleeding or further issues were reported thereafter. No patient injury was reported.